Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an issue of "pulling from both the primary and secondary during chemo infusions with 500ml and 1l IV bags." The clinician has had to pinch the primary to get the primary to stop dripping. This is not ideal, however, as then the nurse has to stay at the patients chair side to ensure no air enters the IV set, because if it did, they may not be able to flush the remaining chemo in the line, resulting in an under dose. The event was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.

Event description:
It was reported an issue of "pulling from both the primary and secondary during chemo infusions with 500ml and 1l IV bags." The clinician has had to pinch the primary to get the primary to stop dripping. This is not ideal, however, as then the nurse has to stay at the patients chair side to ensure no air enters the IV set, because if it did, they may not be able to flush the remaining chemo in the line, resulting in an under dose. The event was reported to bd representatives during their site visit. There was patient involvement but no harm.